Manufacturer narrative:
Submit date: 2017-08-23. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump did not stop feed once volume programmed had been delivered.

Manufacturer narrative:
Submit date 2017-09-29. Additional information was received from the reporter on 2017-09-28. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿was set to deliver 525ml at 35ml/hr but did not alarm or stop once the programmed amount was delivered. The unit delivered a volume of 579ml." The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record by thomas koethe on 12/13/2017 shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the kangaroo pump was set to deliver 525ml at 35ml/hr but did not alarm or stop once the programmed amount was delivered. The unit delivered a volume of 579ml.